Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not crossing over from meditech to the pyxis server. An healthsight viewer error indicated that external system meditech adt rx was down. Hospital information technology had checked and rebooted the active directory system, but the issue persisted, and they provided an ip address where they stated meditech was not communicating.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the server and ran a downtime query, found that the messages were actively draining. The customer later reported that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.